Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly discontinued device use several years ago due to poor sound quality. A review of the recipient's test data indicated imedance issues. Revision surgery is scheduled.